Manufacturer narrative:
Subsequently, boston scientific received information from the local representative that this patient was presented back to the electrophysiology (ep) laboratory. The pocket was opened and the rv terminal pins were cleaned and re-inserted back into the header. All measurements were normal and no electrogram noise was identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular pacing lead impedance). The local representative and clinic nurse were notified of the alert. The local representative contacted technical services to discuss the alert. Technical services reviewed latitude data and discussed how the competitor right ventricular (rv) pace impedance and guidant left ventricular (lv) pace impedance trend were showing abrupt jumps to high impedances and on the same days and returned to normal on the same days. This continued until about (B)(6) 2011 and the local representative did confirm that device was programmed lv (tip) to rv (coil) for pacing configuration from implant to (B)(6) 2011 and then programmed to lv (tip) to can for pace configuration on (B)(6) 2011. All lv impedances since (B)(6) 2011 have been stable. Since (B)(6) 2011, there has been abrupt increases on the rv pace impedance and now has been consistently high since (B)(6) 2011. The shock impedance measurements have been within normal range. A review of selected episodes identified electrogram noise on the rv electrogram channel. One episode exhibited electrogram noise associated with oversensing and delivery of inappropriate antitachycardia pacing (atp). Technical services discussed a possible connection issue with the rv (ring) or rv (ring) conductor. The local representative was planning to discuss further with the physician.